Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib coin battery was replaced and the flash was erased and reloaded. The system was tested and found to be working as intended and put back into service.